Event description:
It was reported that during the implant procedure, the atrial lead could not be implanted despite multiple attempts. The lead was not used. Another lead was implanted. No further information was reported.